Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an inaccurate fill estimate was received and once the insulin level reached 95 units, gauge started to decrease. Customer could not provide blood glucose level; however, reported it was within range. As the event occurred in the past, tandem technical support was unable to perform a pump system check to confirm reported issue.